Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. (B)(4).

Event description:
It was reported that the customers insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm during basal. It was reported that the alarm was cleared. The customer reported that they had performed displacement and was passed. The insulin pump will be returned for analysis.